Event description:
Device was sent for repair as the milling cutter wobbles, during the repair the technician found a bearing in the extended sleeve was defective. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the bearing were damaged. This was attributed to normal wear. The device was repaired and returned to the customer on 01/24/2013.